Manufacturer narrative:
Product analysis:analysis was able to confirm the reported missing control knob. Analysis also noted that the external pulse generator (epg) failed incoming testing, the over voltage test measured current was out of specification. The customer requested that the epg be returned to the customer without repair. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a control knob. The epg was returned for service and subsequently tested out of specification. There was no patient involvement.